Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) could not confirm the customer comment that the operation of the epg was intermittent. Analysis also noted that the output connector assembly was broken, the hanger assembly was broken, the lower case was broken and contaminated, the battery wire was pinched (insulation not compromised) and the display wire was pinched (insulation not compromised). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the operation of the external pulse generator (epg) was intermittent. There was no patient involvement.